Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation. Pseudoarthrosis may have contributed to this incident. Since the plate remains in the patient, no physical, chemical evaluation could be performed, and the exact cause of the reported issue could not be ascertained. A general review of the manufacturing and inspection records did not reveal any contributing information. Remains in patient.

Event description:
It was reported to k2m, inc. On (B)(6) 2016 that a patient had a plate fracture approximately 7 months post-op.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation as it remains in patient. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings. Remains in patient.

Event description:
It was reported to k2m, inc. On (B)(6) 2016 that a patient had a plate fracture approximately 7 months post-op.